Event description:
Connection issues. User got off the bike. Changed the mode via app and the joint buckled. This caused the user to fall. Fall. On (B)(6) / wrist fractured. The fracture needs to undergo surgery. Update: after that, the phone displayed the message "mode change incomplete". This probably happened more than once. Switching was also no longer possible with rockers. Additional information request from 07.06.2023, information received on 23.06.2023: how long has the app or mode switching been in use? O e.g. Since start of supply, or e.g. Since x years/months, etc. Since start (B)(6) 2021. Since when has the cycling mode been in use? O e.g., since start of supply, or e.g., since x years, etc. (B)(6) 2021. In the incident description it was stated that the mode switching has failed many times "this probably happened more than once.". How often, since using mode switching via app, has such failure been observed? O please indicate the number of failed attempts since using the app. Daily. Around the time of the incident (fall with injury), how often was an attempt made to switch modes using the app? O please indicate the number of attempts 1 time user switched, pressed ok, puts the phone in the pocket and joint did not switch. Details of the phone used: which type of phone was used? Which operating system (ios/android version) was used? First android now appel. Details about the "cockpit" app. Which app version was used (can be found under "imprint/info" of the app)? 279-1.3.110. The user rides a bicycle on a daily basis. It is her main mode of transportation. Switching via rockers still does not work.

Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.

Event description:
Connection issues. User got off the bike. Changed the mode via app and the joint buckled. This caused the user to fall. Fall. On (B)(6) / wrist fractured. The fracture needs to undergo surgery.